Manufacturer narrative:
(B)(4).

Event description:
The hospital biomed reported that the device failed to charge with paddles during testing. The paddle charge button also was not working. No patient involvement was reported.